Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging that his onetouch ultramini meter was reading inaccurately high and erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began 1 month prior to contacting lfs. The patient alleged obtaining inaccurate high blood glucose readings of ¿900 and 950 mg/dl¿ with the subject meter, performed within 20 minutes of each other. The patient informed the csr that he manages his diabetes with a set dose of insulin (type unspecified) and claimed that in response to the alleged high readings obtained he took 1 unit of rapid acting insulin. The patient claimed that an unspecified time later he developed symptoms of ¿dizziness and shaking¿ and reported self-treating these symptoms an hour later with sweets and juice. The patient reported that an hour after receiving treatment he checked his blood glucose on an unspecified device and a result of ¿61 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient had used an approved sample site to obtain the blood samples. The csr discovered that the meter had not been set to the correct code and walked the patient through setting up the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an insulin dose based on alleged inaccurate high results obtained with the subject meter.